Manufacturer narrative:
A thorough investigation of the returned power cable was performed. The evaluation identified substantial damage to the cable and receptacle. An x-ray of the power cable confirmed no abnormal assembly and the part passed all tests during the manufacturing process. The investigation concluded improper use at the site caused the extensive physical damage which led to the electrical short.

Manufacturer narrative:
The philips field service engineer performed an inspection and found the power cable was being used with an extension cable which was damaged and insulated with tape at the joint. The service engineer replaced the power cable to repair the system. Evaluation of the power cable will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their affiniti ultrasound system¿s power cable produced a small flame while in use. There was no injury or property damage associated with this event.